Event description:
It was reported that the patient¿s extension had high impedances during the implant procedure. Impedance testing was performed and showed that each plot was greater than 10000 ohms. The physician explanted and changed the extension which resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).